Event description:
It was reported that during a lap oophorectomy, the device worked intermittently with the hand activation buttons. Used the foot pedal to complete the case with no patient consequence.